Manufacturer narrative:
A user facility reported that the safeliner burst and the contents went everywhere in the or. Deroyal requested return of the device and it was received on december 20, 2024, to be evaluated. Upon visual inspection of the returned device, no visual defects could be found. No observable defects of the manufacturing of the parts could be found, the only potential issue noted was that there was an area of the glue bead that was thin. There is a potential that this could cause a leak between the liner and the lid, however this would not have the potential to create the situation described of the canister bursting. Testing was also conducted on a safeliner and outer shell assembled to recreate the setup. While the assembly was still under vacuum, the patient, tandem, and pour spout caps were removed one at a time before also removing the vacuum hos to observe how much fluid would be pushed out fo the assembly due to a sudden loss of vacuum. A small amount of fluid was observed leaving the assembly; however, it was not of the same magnitude of the complaint showing a burst canister. This was test was the only way to found to influence a fluid filled safeliner canister to push its own contents outward. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: no root cause could be confirmed from the investigation. Corrective and preventive actions: no corrective actions were taken due to the root cause being undetermined. However, a glue acceptance criteria re-training was conducted out of an abundance of caution. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported that a safe liner canister burst and the contents went everywhere in the or.

Manufacturer narrative:
A user facility reported that the safeliner burst and the contents went everywhere in the or. Deroyal requested return of the device and it was received on december 20, 2024 to be evaluated. The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.